Event description:
The customer called to report moisture damage after getting the insulin pump wet in the rain. The insulin pump then alarmed button error and the buttons did not respond. The customer also stated that the numbers on the screen were scrolling downward rapidly, even thought the buttons were not being pressed. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronics. Unable to verify the button error alarm due to the blank display.